Event description:
The user advised that the pump alarmed as intended and displayed "system error" as intended when the device was in use. The system continued to infuse at the programmed rates. The pt was reportedly not injured as a result of the alarmed event. No further info was provided.